Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery to treat a gastrointestinal bleeding (gi bleed) using pod packing coils (podjs). During the procedure, the hospital staff unintentionally kinked the pusher assembly of the podj while attempting to load into a lantern delivery microcatheter (lantern and, therefore, the podj was removed. The procedure was completed using a new podj with the same lantern. There was no report of an adverse effect to the patient.